Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the transmitter did not blink after connecting the sensor and a lost sensor alarm was received. The customer's blood glucose reading was 162 mg/dl at the time of incident. No further details given.

Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed continuity resistance test. The sensor failed per specifications. Inspected one random sealed sensor and performed continuity resistance test and the sensor failed per specifications.